Event description:
Customer reports via phone that staff were performing a urology procedure on a female patient(age unknown), using the voiding stool attachment. The table was in the upright position, but at the lowest point of elevation. Staff noticed the voiding stool latch starting to fail, and patient falling. Staff caught the patient, keeping them from falling to the floor. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated and found that the failed voiding stool latch was bent causing it not to latch correctly. Fse replaced the damaged latch assembly per hydrajust dr service manual and checked for proper operation per service checklist. Unit passed checkout procedures and was returned to full service.